Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damage microintroducer sheath is confirmed but the exact cause remains unknown. One photograph of a microez microintroducer was returned for evaluation. The microintroducer is shown to be within a plastic bag. The dilator is not shown to be present within the sheath. A short, longitudinal split is visible extending from the tip of the sheath. Blood residue and evidence of use is visible on the device. Based on the information provided, possible contributing factors include damage during handling and damage during use. Since a split in the sheath was observed to be present, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when inserting the micro-introducer over guide wire along the blood vessel vertically, the proximal segment of the dilator was found ruptured. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of lot showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that when inserting the micro-introducer over guide wire along the blood vessel vertically, the proximal segment of the dilator was found ruptured. No other information was provided.